Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device was returned for repair. The issue of the small distal end cover being missing was observed at inspection. There was no adhesive holding the cover causing it be missing. In addition, when inserting borescope through channel found deep scratches and there was a leak, and the control knob movement had play. It is likely that the missing cover occurred due to the application of external forces such as rubbing or crushing the site strongly during transport, storage, use, cleaning, etc. It is believed that this event can be prevented by complying with the items described in the instructions for use. Therefore, it is considered that this event occurred due to the handling of the user. The instructions for use includes the following statements: important information ¿ please read before use warnings and cautions (p.7) warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The device came in for repair for a channel leak observed during reprocessing, when the missing distal end cover was observed during inspection. There is no reported harm to any patient.